Event description:
It was reported that the atrial lead exhibited noise. The device was reprogrammed to bipolar mode at normal outputs and auto polarity switch to monitor. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.